Manufacturer narrative:
H4: mfg. Date = 11/13/95. Section f: section f1-14 has been completed by the MFR. Information has been requested from the user facility. If info is received, a supplemental report will be submitted. As received the acetabular insert is observed to be in excellent condition. Due to subsequent mfg operations, the relevant insert dimensions cannot be ascertained. The returned insert was functionally tested with two acceptable vitalock outer shells. This test revealed the returned insert seated and locked tightly in both outer shells. The returned insert functions as intended by design. A review of the device history record revealed no discrepancies. The evaluation results suggest that this event is not associated with the device.

Event description:
The acetabular insert would not lock into the shell. Another device was readily available and implanted without incident. There was no adverse consequence for the pt.